Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2021. It was indicated that the patient used an expired sensor, which is off-label usage of the device. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2021. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and was unable to perform an investigation on the complaint due to missing sensor pod. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).